Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that device was in back-up mode. No intervention was performed. There were no patient consequences.